Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this electrode received inappropriate shock therapy due to system oversensing. Troubleshooting confirmed reproducible oversensing on the alternate vector and discussion with boston scientifics technical services stated that if the issues were also reproducible on the secondary vector, the electrode is likely impaired and will require replacement. The field representative later confirmed the electrode has been explanted and replaced. No other adverse patient effects were reported. The explanted product is expected to be returned for laboratory analysis.